Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While impacting the cup, the white handle split on the cup impactor.

Manufacturer narrative:
Examination of the returned item confirms the observation. A search of the complaints databases finds several other reports against this product/lot code combination. It is known that CAPA (B)(4), (B)(4) was established in may 2006 to alleviate handle fracture. This device was manufactured previous to the design change. However, the instrument is in very well used condition. The etched lot code of ag0705 indicates a manufacture date of july 2005. Based on the amount of damage and the age of the instrument, the root cause is attributed to wear out rather than design. The need for further corrective action has not been indicated.